Event description:
It was reported that the right ventricular lead was oversensing and had high impedance. It was further reported that there were detections of ventricular fibrillation without any shock delivered. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.